Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing impedance measurements approximately three months post implant. A revision procedure was performed and the lv lead was explanted. There was no physical damage to the lead noted upon explant and the lead was not tested with a pacing system analyzer (psa) to confirm the high measurements. A new lv lead was successfully implanted. No additional adverse patient effects were reported.